Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information such as the patient activity level post-op, the patient data, the x-rays, as well as the catalog and lot number of the devices are necessary in order to determine the exact root cause of the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Disposed by hospital.

Event description:
It was reported that the patient's right ankle was revised due to 2 of the syndesmotic screws breaking.